Manufacturer narrative:
Device identifier - (B)(4). Valve sn (B)(6) was received, with its stopper plate slightly displaced. Patency testing with air did not reveal any anomaly. The valve (with displaced stopper plate) was pressure/ flow tested and found within specifications; the stopper plate was replaced (manual pressure) and the valve was re-tested: valve was also found within pressure/flow specifications. The complaint stating the valve was not draining during implantation is not verified by the investigation, the valve is patent and within functional specifications. The exact cause of the complaint could not be determined by the valve investigation. Per risk file, one potential cause is a wrong interpretation of the patency test, as csf droplets formation rate is lower than with conventional dp valve, as explained in the device IFU. Note: stopper plate displacement is likely related to valve manipulations; routine manufacturing controls at the end of the manufacturing process include verification of stopper plate position through manual traction testing on catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported no drainage from the osvii: on (B)(6) 2019 a (B)(6) years old patient with a history of hypertension was diagnosed with a left vestibular schwannoma at state IV without hydrocephalus. On (B)(6) 2020 the patient went to the emergency room because of headache even at night, vertigo type "pitch" and deterioration since one week. MRI showed an increase of the schwannoma and mass effect on v4 which is the cause of triventricular hydrocephalus with sign of resorption. Ventriculo peritoneal derivation is put in place and lack of csf drainage was noted. Revision of the valve was required and was successfully replaced with a same lot valve.